Manufacturer narrative:
The device was not returned to olympus for inspection. The device was evaluated by a third party distributor. A root cause for the foreign material finding could not be identified. Based on the results of the investigation, a most likely cuase was also not identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material on the light guide lens cover. There was no patient involvement.